Manufacturer narrative:
The suspect device has been returned for evaluation. A final report will be submitted when the evaluation is complete.

Event description:
It was reported that radiopaque marker detached from the catheter during the procedure. A snare device was used to remove the detached marker. No additional information available.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon evaluation, the returned device passed functionality tests and functioned as expected. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.